Event description:
It was reported that the customer's insulin pump has a broken cap. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Unit received without battery cap. Unit received with blank display due to corroded battery tube. Unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with minor scratched display window. Unit received cracked case at display window corner.